Event description:
It was reported, during a routine pump replacement, the pump connector separated when disconnection was attempted. The silicone sleeve separated from the inner metal portion/rings of the catheter connector. A new connector was used. The patient recovered without sequela. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n143147, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump connector found the white silicone boot to be out of position. The difficulty encountered led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.